Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant sodium result on a patient. Return product is not available for investigation. Method: date : collected: results (mmol/l): sample: I-stat, (B)(6) 2026 13:48, 163 , a: wb, atellica, ni, ni , 139, ni, I-stat , ni , ni , 140 , a: plasma, I-stat , ni , ni , 141 , a: plasma, atellica , ni , ni , 140 , a: plasma. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 22-apr-2026. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria per q04.01.003 rev. Ap, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h26007.

Event description:
Na.